Event description:
A physician reported he was unable to remove the device (during a scheduled removal) by pulling on the retrieval tether that was available at the tip of the penis. While pulling on the retrieval tether the patient experienced pain and the physician felt enough resistance to stop attempting the removal. The device was removed at a later date by cystoscopy. Upon cystoscopic removal, the physician was able to grasp the device anchor and pull it out. Upon removal the physician noted the device balloon was not fully deflated; however, the plug was out and the device was heavily encrusted. No adverse events were reported. The spanner was initially positioned in 2008, and removed on the following month. Indication for use is bph. Lot number of device was not provided.

Manufacturer narrative:
Evaluation summary: the device was returned to abbeymoor medical for evaluation. The device was subjected to a visual examination and functional testing. Encrustation was found on the proximal portion of the stent, which partially occluded a urine entry port and the device lumen. Inflation testing was performed following device cleaning. Balloon inflation and deflation times met specification without leakage. Investigation results suggest the likely root cause for inability to remove the device was encrustation.